Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent surgery which included lysis of adhesions on (B)(6) 2015 during which the surgeon noted virtually all of the omentum stuck to the previous mesh repair in the upper midline and right upper quadrant extensive lysis of adhesions was performed, taking the omental adhesions down from the mesh using a blunt and harmonic dissection. This dissection and lysis of adhesions took over 40 minutes to prevent injury to the bowel and be cautious not to injure the colon. It was reported that the patient experienced severe pain, inflammation and a deformed abdomen. No additional information is provided.